Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 to 24 inches distance under normal conditions of illumination. During the visual inspection, the sample did not have the white tape. The most probable root cause was production personnel did not detect the missing tape on the breathing bag, as preventive action an update to the visual aid was created to configure the job layout to help the operators in the performance of this operation.

Event description:
It was reported that during a pre-use check, the customer noticed the white adhesive tape was not attached to the base of the connector. No patient injury was reported.